Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the device alarmed motor error alarm and motion sensor test failure alarm. Customer's blood glucose was unknown. Customer agreed to return the device for analysis.

Manufacturer narrative:
The pump was received with a motor error alarm during the rewind due to a corroded motor home switch. The pump passed the stop current and run current tests. Unable to verify the motion sensor test failure alarm or perform the self-test, off no power, unexpected restart, displacement, prime, occlusion or no delivery alarm test due to the motor error alarm. The pump had moisture damage found on the lcd board and interface board. The pump had minor scratches on the display window.